Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the arm. The patient experienced hyperglycemia, the cgm was reading low, and the blood glucose reading was 400 mg/dl. The patient´s husband took her to the emergency department and there she was treated with unspecified medication for hyperglycemia. The patient was discharged after less than 6 hours, and her blood glucose went back to normal. At the time of the report the patient had recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.